Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent system with the yellow thumbwheel protector still in the manufactured position. Visual examination of the returned device revealed a kink at the nosecone. The middle sheath was kinked 27.9cm from the distal end of the middle sheath. The distal end of the middle sheath was not touching the proximal end of the tip by approximately 1mm. The stent was not inside the middle sheath and was missing/not returned. Microscopic examination revealed no damages. The thumbwheel was rotated, and the middle sheath started to move proximally as designed. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the stent prematurely deployed. A 8x40x130 innova stent was selected for use for a procedure. While trying to advance the innova through tortuous anatomy, the stent began to prematurely deploy. The catheter and stent were removed from the patient, and another stent was used to complete the procedure without incident. There were no patient complications reported.